Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, manufacturer¿s instruction, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used coons interventional wire guide was returned for investigation. Upon further inspection of the device, it was noted that the mandril was protruding at approximately 2cm from the proximal end of the wire. No other damage was noted on the returned device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could potentially contribute to this failure mode. This nonconformance was noted for broken wires. While potentially related to the reported failure, the affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Product code = dqx wire, guide, catheter. Occupation = non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a filter retrieval procedure, the "core came out of the coating" at the distal end of a coons interventional wire guide. Access was gained via the right jugular vein, and the patient's anatomy was not described as calcified or tortuous. The procedure continued as usual, using a gunther tulip vena cava filter retrieval set, and was completed successfully. The wire was not altered prior to the procedure and no kinking of the wire was noted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.